Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an explant surgery for an unclear reason was performed of hardware implanted for a fracture. While the surgeon was removing the plate and screws the screw broke from the proximal end, it was confirmed by the image reading below that the screw appears to have broken during removal. The patient status is reported as good and reportedly the event did not result in any surgical delays. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I have reviewed the device report and the accompanying xrays. I cannot confirm if a screw was broken ¿ there is no broken screw in the image with an implant and in the other 2 images, there is no fragment left in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that a total of 10 screws (including the broken one) and a plate were returned. The screw that broke was examined. The head socket is completely deformed, indicating that excessive force had been applied by a screwdriver or another tool. This damage would affect the functionality of the screw as if it did not mate with the screwdriver, the screw could not be easily removed. The screw was broken between 2nd and 3rd threads just at the point where the screw meets the plate. From assessment of the damage, it would appear that the screw was prized from the plate or twisted back and forth as not a clean break. This force was applied in an attempt at the screw removal. We would like to point out that there are specific tools available for removal or broken or jammed screws. A thorough review of the manufacturing documentation for this lot number was conducted and there were no deviations to specifications during production of this lot in february 2014. Our complaints data base was also reviewed and there have been no other complaints from this lot number and article number for this issue. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.